Event description:
Aide was transferring resident from back chair into wheelchair with transfer belt on. Resident c/o pain in leg. Nurses aide noticed a large gash in right leg in calf area of leg. Area was measured at 1.5 cm x .5 cm. Area covered with sterile dressing and gauze wrap. Pressure applied for some bleeding. Keflex 250 mg for infection. Pt was transferred to hosp for several stitches in area.